Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject coil delivery wire and the main coil were found to be kinked/bent. The main coil was found to be stretched and detached/separated from the delivery wire. Functional test was unable to perform as the main coil was detached. The reported ¿coil in catheter friction¿ could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was that the subject coil could not advance through the microcatheter. Additional information provided by the customer indicated that the subject coil was inspected prior to use and there were no issues noticed to the subject coil prior to use. The resistance was noted while advancing the subject coil within the introducer sheath, prior to transferring the subject coil into microcatheter. The tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter (with a slight buckling or reactive force indicating proper positioning). The rhv (rotating hemostasis valve) was adequately tightened while the introducer sheath was in the hub (not over/under-tightened) and while the introducer sheath was seated at the hub, the rhv was opened enough to allow passage of the device through without damage. During analysis, the subject coil delivery wire and the main coil was found to be kinked/bent. The main coil was found to be stretched and detached/separated from the delivery wire. The reported ¿coil in catheter friction¿ could not be replicated during device analysis; however, the analysis results are consistent with the reported event. An assignable cause of procedural factors will be assigned to as reported ¿ coil in catheter friction¿ as well as analyzed ¿ main coil inked/bent¿, ¿main coil stretched¿ and ¿ main coil prematurely detached/separated during use¿ as the complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use an assignable cause of handling damage will be assigned to as analyzed ¿ coil delivery wire kinked/bent as this complaint appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
During the analysis of the returned device, it was revealed that the subject coil was found to be detached/separated from the delivery wire during use. No clinical consequences reported to the patient.